Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed pump error alarm. Customer stated that the insulin pump keeps saying to rewind. Customer was not able to clear the alarm. Customer stated that the time clock was visible on the screen and the time clock was not advance. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
Retainer = black. Customer returned the pump for alleged the pump keeps on saying to rewind after an unidentified pump error reported on 4/4/2022. The pump passed the self test and the displacement test. The pump was successfully downloaded using thump. No unexpected pump error 2 alarms occurred during testing or could be found in the history files. Further review of the history files also shows on 4/2/2022 at 07:24 there was one (1) no delivery (insulin flow blocked) alarm and numerous pump error 130 alarms were triggered (each alarm requires the pump to be rewound after the alarm is cleared): ten (10) pump error 130 alarms on 4/1/2022. Five (5) pump error 130 alarms on 4/2/2022. Four (4) pump error 130 alarms on 4/3/2022. Four (4) pump error 130 alarms on 4/4/2022. Two (2) pump error 130 alarms on 4/5/2022. The pump was cut open for visual inspection. No damage or moisture damage found on the electronic assembly (pcba 1 and pcba 2), motor and force sensor. The pump error 130 and insulin flow blocked alarms located in the history files may have been an intermittent failure that was not detected during our testing. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, and pillowing keypad overlay. Pump error 2 alarm complaint is not confirmed. No unexpected pump error 2 alarms occurred during testing or could be found in the history files. The pump error 130 and insulin flow blocked alarms located in the history files may have been an intermittent failure that was not detected during our testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.